Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to perform various troubleshooting steps, including disconnecting and clearing the tubing and pneumatic tap area of the pump, which was obstructed by a cartridge o-ring. The customer successfully changed supplies as necessary and resumed insulin therapy after correcting the issue.